Event description:
The implant failed due to pt bone condition and health habit. The implant was placed at #36, 37 and removed after 6 months. Moderate oral hygiene, traditional 2 stage.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. (See scanned pages).